Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the introducer would not accept lead, and was removed and found to have kinked and/or split within vein. A different introducer was used to complete the procedure. No patient complications have been reported as a result of this event.